Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynx control vascular closure device (vcd) flared at the end upon insertion into the unknown sheath and exposed the sealant. There was no reported patient injury. The user was mynx certified. A 5f non-cordis sheath was used. The sheath was flushed, and the flush was maintained throughout procedure, up to mynx insertion. A non-sterile mynx control vcd, 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the buttons 1 and 2 were not depressed, and the stopcock was found in the open position. The sealant was present in its manufactured position, exposed on the distal end due to the frayed/split evidence of the sealant sleeves observed. The conditions aligned with the reported event. The catheter sheath introducer (csi) used with the unit was not returned for this evaluation; however, the syringe was received. No additional anomalies were observed during this analysis. Per functional analysis, an insertion/withdrawal functional test was attempted to be performed. Nevertheless, the exposed portion of the sealant generated a resistance to the introduction of the device into the applicable csi. Additionally, a functional testing was executed due to the premature exposure of the sealant observed to the received unit. Using the returned syringe, a complete deflation of the balloon was promoted; and, after obtaining the adequate tension indication, buttons 1 and 2 were depressed to achieve the expected mechanism by deploying the sealant and retracting the balloon successfully. There were no traces of a malfunction that could be related to a compromised mechanism. Per microscopic analysis, a magnified visual analysis of the sealant outer sleeves assembly was executed. During this analysis, it was concluded that the sleeves portion presented conditions that could be related to the reported event per the customer as damaged since a frayed/split/torn condition could be confirmed. Additionally, a prematurely exposed sealant state was observed at the distal portion. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were confirmed through analysis of the returned device since the sealant sleeves were frayed/split/torn and the sealant was exposed from the damaged sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle) and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) flared at the end upon insertion into the unknown sheath and exposed the sealant. There was no reported patient injury. The user is mynx certified. A 5f terumo sheath was used. The sheath was flushed and flushed maintained throughout procedure, up to mynx insertion. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.